Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right common femoral artery. The 100% stenosed target lesion was located in the moderately tortuous left superficial femoral artery. The lesion was approached with another manufacturers 45 4.5f 55cm introducer sheath. Another manufacturer's 014 x 175 guide wire crossed the lesion. This 5.0 x 20/135 (4f) sterling monorail balloon catheter crossed the lesion. The balloon ruptured at 8atms upon the 2nd inflation (1st inflation: 6atms). The device was removed from the patient. The procedure was continued with a 4.0-20/3.8t/135 sterling monorail balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).